Manufacturer narrative:
The unit had no unexpected motor error alarms noted. The insulin pump passed the displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty fsr (gold). The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading.